Manufacturer narrative:
Associated MDR for this event: 3025141-2016-00208: screw.

Event description:
During a follow up visit, it was discovered via x-ray that one of the screws that had been implanted into a aculoc plate had broken post operatively. The plate was also lifted off the bone which may be the result of the screw breaking. The screws and plate were explanted.